Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, review of trending data, a review of the historical performance, a review of product quality history, and a review of product labeling. The ticket searches determined normal complaint activity for the likely cause lot. The complaint trending report review did not identify any trends for the issue for the product. Worldwide field data was used to assess the performance of the architect anti-hbs assay. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the product quality history for the lot number did not identify issues associated with the customer observation labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hbs result when processing on the architect i2000sr. The initial and retest results for sid (B)(6) were (B)(6). The customer uses a reference range of (B)(6). The sample was tested at another hospital on an abbott platform and the result was (B)(6). Additional testing with elisa was (B)(6). The sample was tested with boyon photoexcitation immunoanalyzer and the result was (B)(6). The sample was also tested on a roche platform and the result was (B)(6). No impact to patient management was reported.